Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported the bd ultra-fine¿ insulin syringe had foreign matter. The following was received by the initial reporter: consumer dad reported finding a liquid within the syringe on 2-3 syringes. Discards the syringe. Informed caller to hold it next time for mailing kit return

Event description:
It was reported the bd ultra-fine¿ insulin syringe had foreign matter. The following was received by the initial reporter: consumer dad reported finding a liquid within the syringe on 2-3 syringes. Discards the syringe. Informed caller to hold it next time for mailing kit return.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.